Manufacturer narrative:
The actual device is not available to be returned for evaluation. One photo of the set being used was received for evaluation. Leakage was observed coming from the air filter vent. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported that a leak was observed at the filter vent during infusion. Harm was not reported as a consequence of this event.